Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. Customer used fiasp insulin and tandem's technical support educated customer on cartridge/insulin labeling. The customer declined to perform troubleshooting and ended the call.